Event description:
During an intestinal tract reconstruction procedure, the device cut but did not staple. Patient consequences include additional surgical procedures, anastomosis, prolonged surgery and colostomy.